Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 89 mg/dl. The customer was assisted with troubleshooting. Customer was working outside and its very humid and time was advanced. Customer stated that the insulin pump was doing a countdown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.